Manufacturer narrative:
Citation: peggy zhang, msn, rn article: transcatheter aortic valve replacement for severe aortic stenosis crit care nurs 2014, vol. 37, no. 4, pp. 346¿356. No unique device identifier (serial numbers) were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a summary of other published literature regarding an overall and updated review of transcatheter aortic valve replacement (tavr) with focus on what it is, why it is used, how it works, what complications may arise from the treatment, and what nurses should know and do to take better care of patients undergoing tavr and help improve the outcomes. No medtronic core valve serial numbers were provided. Adverse events included: av block requiring permanent pacemaker implantation, stroke, vascular complications (bleeding/hematoma), paravalvular leak (pvl), acute renal injury, atrial fibrillation (afib), aortic dissection, myocardial infarction (mi) and cardiac tamponade. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.